Event description:
It was reported the lead was not implanted due to an observed bend at the distal end of the lead. Different leads were used. There were no patient symptoms/injuries related to the event.

Manufacturer narrative:
(B)(4): analysis of the lead revealed the distal end was bent.